Event description:
Patient presented to the inspire physician with erythema at the chest and neck incision sites. Inspire physician suspected the patient had an allergic reaction. Patient was admitted and placed on IV antibiotics. Dermatology physician determined the patient had contact dermatitis likely due to skin glue used during the implant procedure. Inspire physician had removed the remaining skin glue and the skin has improved.